Manufacturer narrative:
G4: 02mar2020, b4: 05mar2020. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. The technician concluded that it was likely that the issue was temporary and caused by an occlusion due to water droplets in the proximal pressure line tube, clogging in the proximal pressure line and filter due to wetness , blockage in the proximal pressure line, and or a blockage due to a bend in the proximal pressure line cable. There was no abnormality found in the unit. The manufacturer's international service technician recommended that the gas delivery system be replaced as a precautionary measure. The customer declined service and the unit was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the waveform of expiratory positive airway pressure (epap) was occasionally higher than the settings. The setting was 5 cm and the display showed 7 cm. The device was in use at the time of the event; however, there was no patient harm.